Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during a thyroid procedure, the tube stopped responding to stimulation, when it had previously performed as expected. The device began picking up noise from surrounding instruments (bovie, etc). All electrodes and stim returns were checked with the electrode check. The site check the tube positioning with no change. The site tapped the electrode bases on the patient interface and there was no response on the monitor. The hcp aborted the use of the monitor. There was a procedure delay of less than an hour. There was no patient impact or injury. Upon further follow-up, it was reported that the hcp stopped hearing audible stimulation from the device.